Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10. The following section was corrected: h4. The reported event was confirmed via medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the medical records by a healthcare professional identified patient had dissatisfaction, experiencing severe pain and moderate problems walking. X-ray showed posterior medial lucency which has been present from initial surgery. No loosening of implant is appreciated, infection markers negative. Patient continues to suffer with pain during ambulation, along with numbness from knees to the toes. Revision surgery considered. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: 42508606002, psn fem cr pps ccr std sz6 r, lot # 66705012 42536006702, psn tib np 0 deg kel d rt, lot # 66774856 42540000029, psn all poly pat ply 29mm, lot # 66792516 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 8 months post implantation of a right total knee arthroplasty, the patient experienced severe pain, moderate problems walking, and clicking in the posterior aspect of the knee. Infection markers were negative, and the plan is to continue with conservative measures. All available information has been provided.